Event description:
It was reported to boston scientific corporation that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 on a female patient over the age of (B)(6). According to the complainant, when the 12-15mm extractor balloon packaging was opened, it was noted that the balloon was packaged with a syringe for a 15-18mm extractor balloon. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A DHR review was done for lot 13041293 and confirmed that this device met all material, assembly and performance specifications. A review of the complaint database for similar complaints concluded there were no adverse trends for this defect type. Visual observation of the returned complaint device confirmed the device was from lot 13041293. The syringe returned was confirmed to be labeled as a 15-18mm extractor balloon syringe, however lot 13041293 is a 12-15mm balloon. It was also noted the syringe was marked for 4.2ml, which is the correct volume for the 12-15mm balloon. The condition of the returned complaint device confirmed the event description that a syringe labeled for a 15-18mm balloon was packaged with a 12-15mm balloon. The root cause for this complaint was determined to be manufacturing. Investigation into this event concluded that this was an isolated incident.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 on a female patient over the age of 18 years. According to the complainant, when the 12-15mm extractor balloon packaging was opened, it was noted that the balloon was packaged with a syringe for a 15-18mm extractor balloon. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.